Event description:
Caller reported that a pump malfunction occurred, displaying malf 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who was advised to use mdi as a backup therapy in the meantime. The customer was instructed on how to put the pump into storage mode and return it using a tandem-provided return box and pre-paid label within 10 days to avoid being billed. The customer acknowledged the instructions and understood the need to program pump settings and connect the cgm to the replacement pump.